Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer did not remove the air from the cartridge correctly. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.